Event description:
The facility reported that the device infused too quickly during biomed testing. There was no patient involvement. There have been no incident reports filed since the last baxter service event. No additional information.